Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. According to the complainant, during testing, the clip was "defective and would not close". Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Investigation results revealed that the clip could not be released from the catheter; therefore, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device noted that the control wire was separated from the yoke, but still locked onto the bushing. The clip assembly could not be deployed. The prongs were not locked into the capsule and the clip could not open or close. The prongs were also noted to be bent. The over sheath assembly was not returned. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.